Event description:
The customer reported on a bravo capsule which failed to attach. The physician attempted to place the capsule and when he removed the delivery system, the capsule was in the pt mouth. The pt wasn't injured following this procedure.

Manufacturer narrative:
No pt injury has occurred following this incident.